Event description:
The customer reported via phone call that the battery was not lasting as long as it should on the insulin pump. Customer stated that the last battery change was 4 days ago. Battery did not last for more than 1 week. Customer had a low battery alert today and has had weak signal alerts and recurring lost sensor alerts due to how they lie on the pump at night. Customer declined to clean the battery compartment at the time since it was their last battery. Customer also had an off no power alarm, failed battery test alarm, and weak battery alarm in the alarm history. Customer's blood glucose was 155 mg/dl. Customer stated that they had a blank display, but the display returned after troubleshooting. Pump also had a scratched display, but the customer could still read the screen and stated that the pump had been functioning. Customer stated that the pump keeps shutting off while they are on the phone. Customer will be sent a replacement battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.